Event description:
Customer's spouse reported, via phone the reservoir is getting air bubbles. Customer then stated he was unhappy with the device as for the last year or two when he fills the reservoir has air bubbles. Customer fills the reservoir with the insulin and then detaches from the vial before the reservoir. Customer didn't recall his blood glucose. Size of the bubbles was not given. Customer was educated on proper filling techniques. Customer was advised the issue might be the transfer guard needle opening was the issues and the removing the vial caused it. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.